Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 2,000 ohms. All other lead measurements are within normal limits and there was no noise present on the rv channel. The patient is not pacemaker dependent and has not experienced any adverse patient effects. The physician suspected a problem with calcification of the lead tip. A save all to disk was sent in for technical analysis. All of the rv impedance values have been saturated for over a year. This product remains in-service. The data disk confirmed that the pace impedances were saturated; however all other lead measurements are within normal limits. The field representative will communicate results with the physician and the patient will be placed on a remote monitoring system to continue to monitor this patient.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.